Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of novum iq syringe pumps had multiple occlusion alarms. It was further described that the pumps had increased sensitivity to pressure settings which lead to false occlusion alarms. These occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.